Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 414 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer stated that they keep receiving battery fail alert. Customer stated that the fail battery alarm recurred. Customer stated that they replace the battery but still receive the low battery alarm on the insulin pump screen. Customer stated that they already replace three new batteries but insulin pump gave the same alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.